Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
The patient fell straight forward onto their stomach, and hit herself "pretty hard." She presented at the emergency room (ER) with slurred speech and weakness. The healthcare provider (hcp) attempted to interrogate the pump, both with the magnet and without, "either way nothing comes out," "it just doesn't register anything," and "nothing goes out." The patient was due for refill (B)(6) 2013, "so possibly it's empty." It was noted that no alarms were heard. The device was used to infuse dilaudid and marcaine. Additional information has been requested, but was not available as of the date of this report.